Manufacturer narrative:
Other, other text: , corrected data: added information to e1.

Manufacturer narrative:
Device evaluation: one smiths medical level hotline low flow system was returned for analysis with a cracked tank cover and enclosure, outdated printed circuit board (pcb) and power switch. During analysis, the reported issue was able to be duplicated. It was noted that the overtemperature setting was out of calibration and was the cause of the reported issue. No action was taken considering the age and condition of the device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
It was reported that the "over temperature" test button did not activate the high temp alarm. No patient involvement.